Event description:
In 2008, the patient's son reported that the patient has been experiencing elevated blood glucose and has noticed insulin leaking from his infusion site and the adhesive of the headset is becoming wet. Tonight, the patient's blood glucose measured 600 mg/dl after dinner and he programmed several boluses for a combined total of 42 units. He is trying to keep his blood glucose level at 100-120 mg/dl. The patient is afraid of needles and his wife inserts the infusion sites and she hesitates during insertion. The son stated that he believes the infusion site is not being inserted completely. The patient was sent an infusion set insertion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.